Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a cystourethroscopy and tension free vaginal taping placement procedure performed on (B)(6) 2008 for the treatment of stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2008 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(4).